Manufacturer narrative:
A review of tickets was performed for lot number 39878un19. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median results for the lot are within established limits. Therefore, no unusual reagent lot performance was identified for lot 39878un19. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot 39878un19 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect stat troponin-I result for 1 patient. The following data was provided: initial result = 0.133 ng/ml (positive), repeat = <0.012 ng/ml (negative) no impact to patient management was reported.